Event description:
It was reported by the customer on (B)(6) 2010 that there was leaking water coming out of the bottom left of the laser system. No patient injury was reported. The laser system was repaired by an ams engineer.